Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 1 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 1 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.